Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "battery depleted". Assistance was provided to replace the batteries and upon restart, the pump alarmed, "no disposable, pump won't run." User was unable to start the pump. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.